Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap chole, the stapler was not able to fire. The two handles would not fire. They opened a third one to complete the case. There was no patient harm.